Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA 584165. A supplemental report will be submitted when the evaluation is completed. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6) biomedical engineer.

Event description:
It was reported that during installation performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) shorted the executive processor pcb due to body sweat, causing the system to continuously rebooted. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11 corrected field: h4. The fse states that the issue resolved by replacing the executive processor. Unit passed all functional and safety tests to factory specifications, returned to customer and cleared for clinical use.